Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: two injectors along with a syringe, was provided to our quality team for investigation. The product was visually inspected, no damage or other defect was observed. Functional testing was performed, all luer connections were secure, liquid could move from a syringe through the injector and no leakage was observed. The protector involved in this incident was also provided for evaluation. During testing it was identified the protector was not properly assembled onto the vial, resulting in the leak reported. Product undergoes a series of testing and inspections throughout manufacturing to ensure the quality and functionality of the device, including leakage testing and verification that all critical dimensions are within specification. As the injector lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on our quality team's investigation, no issue related to the injector or connection was identified. The leak occurred as a result of the connection between the protector and vial, no issue related to the injector was identified. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description: it was reported that there was a possibly liquid leakage from injector when taking chemicals. The drug used is roseus anticancer drug. During use no patient harm.